Manufacturer narrative:
(B)(4). Device evaluated by MFR. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilatation, however the shaft broke. The detached segment was then removed with a snare. The procedure was then completed with a non-bsc balloon catheter. No further patient complications were reported and no harm was done to the patient.